Manufacturer narrative:
There are no reports of any external trauma or excessive exertion from the patient. There is no indication that the nalu system or its components failed or malfunctioned. The implanted leads were replaced during the procedure due to potential for damaging the leads while attempting to reposition. The original implantable pulse generator remains in the patient and in use. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2023 after activating the system, the patient reported pain had been reduced to 1/10. Patient later reported loss of therapy. Troubleshooting was performed and determined that the implanted leads had migrated from the intended nerve target. Surgical revision was performed on (B)(6) 2024 to replace the migrated leads. No other components were replaced during the procedure.